Event description:
Additional information was received that there was also right ventricular (rv) loss of capture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition. It was noted that the patient had an underlying rate between 40 and 45 bpm and is not pacemaker dependent. The noise was able to be recreated with arm movements. Low r-waves and intermittent low out of range pacing impedance measurements were also observed, a clavicle crush was suspected. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.